Manufacturer narrative:
Batch review performed on 07 january 2019: lot 181301: (B)(4) items manufactured and released on 10-jul-2018. Expiration date: 20.06.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 54 days after primary due to infection. The joint was washed out and the femoral head changed.